Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a "replace sensor" message with no prior alerts. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed. However, a sensor failure after warm-up occurred on the alleged date of issue. The probable cause was determined to be residual aberration. No injury or medical intervention was reported.